Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation it was found that the reamer is stuck within an ar-9297-15. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 08/05/2022, it was reported by a sales representative via sems that a ar-9676 driver shaft and ar-9297-15 reamer sleeve became stuck together. This occurred during an unspecified procedure with no patient harm. The case was completed using a backup tray.